Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
When the iab catheter was inserted and connected to iabp, the iab catheter was not fully expanded, the pt did not supported. The iabc was blocked at the end of the tip. New info received on 08/03/2015 indicates that a second iab was placed that was a maquet iab and that the pt's subsequent death was not attributed to the device for either iab. This complaint is for the second iab with no malfunction and a pt death.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. No blood was observed inside the iab catheter. Product evaluation: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation of the returned iab included functional tests and visual inspections. No abnormalities were found.

Manufacturer narrative:
The product pertaining to the adverse event was not returned to manufacturer for evaluation. The evaluation pertaining to the related case ((B)(4)) was inadvertently sent in supplement f/u 1.